Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: three (3) photos were provided by the customer for investigation. One (1) photo shows an unfiltered needle. There is white material on the needle where the needle is inserted into the needle hub. This material is an epoxy drip over on the needle. The second photo shows the inside of the shielded needle hub assembly and the third photo shows the shielded needle hub assembly viewed from the side. Epoxy is used in adhering the cannula to the needle hub and is part of the normal production process. Visual inspection of the photos provided by the customer identified that the white foreign matter reported by the customer as epoxy drip over on the needle. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors: a dirty sensor that doesn¿t shut the epoxy off for a missing cannula; the epoxy pressure is too high; the epoxy applicator needs attention ¿ it isn¿t shutting off when it should; the epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Bd acknowledges that the photo has epoxy drip over on the needle. Bd has implemented the following actions in regards to epoxy splatters and drip overs: re-trained operators on 8feb2019 in regards to inspecting for epoxy drip overs and identify epoxy issues; modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles; revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. As these some of these actions were implemented after the production of this batch no further corrective or preventative actions will be taken. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of foreign matter for lot #7139860 item #305211. Related complaint: (B)(4). A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: epoxy is used in adhering the cannula to the needle hub and is part of the normal production process. Visual inspection of the photos provided by the customer identified that the white foreign matter reported by the customer as epoxy drip over on the needle.

Event description:
It was reported that foreign matter was found before use with a bd blunt fill needle with filter. The following information was provided by the initial reporter, ''there is a white thing on the filtered needle tip'.'